Manufacturer narrative:
Device received with broken battery tube threads. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify unexpected battery power loss, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the buttons were harder to press. Insulin pump had no delivery alarm and insulin pump rejected new battery. The device will not be returned for analysis.